Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the patient felt very uncomfortable with strong light reflection and blurred vision. Numerous streaks of light from street lamps at night covered the entire field of vision of the left eye, and only the streaks of light are visible in the left eye. The iol was switched with unspecified lens. No additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.